Event description:
In 2008, the pt reported an elevated blood glucose reading of 275 mg/dl before she went to bed last night and she woke up with a reading of 273 mg/dl. She stated her target reading is 125 mg/dl. During troubleshooting, she said she has started walking and did go for a walk yesterday. The pt stated she thinks that scar tissue may be affecting her absorption of insulin. She also stated she has gained weight and been depressed due to the loss of a family member. On follow up in 2008, the pt stated her blood glucose was 73 mg/dl at 3:30 p.m. She stated she has noticed her readings are lower in the afternoons she stated her symptoms was a "weak feeling" and she corrected her reading by eating a candy bar. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.